Manufacturer narrative:
The device is available for evaluation. It has not been received. Initial reporter phone: (B)(6).

Event description:
The event involved a plum 360 where it was reported that during an infusion programmed with rate 63 ml/hr, vtbi 1000 ml, there was error in the administration accuracy. The customer stated that it could be due to an error in the start of the infusion. There was patient involvement and delay in therapy, but there was no report of patient harm.

Manufacturer narrative:
The device was investigated at the customer site. During product complaint investigation (pci), the complaint was not confirmed. The pump passed all test without giving any problem. The probable cause was no problem found. Additional information: d9 - date returned to mfg null.